Event description:
It was reported that a patient experienced a low blood glucose event while sleeping after approximately two weeks of ilet use; the system suspended insulin delivery prior to a reported threshold and the patient did not perform a confirmatory fingerstick. Symptoms included dizziness and confusion consistent with hypoglycemia. Outcomes included self-management with oral glucose and ongoing monitoring without hospitalization. Investigation included a customer interview and review of device behavior relative to automated insulin suspension. Investigation of this case revealed no confirmed device malfunction and that the device behaved as designed by suspending insulin when hypoglycemia was detected or predicted. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.